Event description:
It was reported that the patient experienced a loss of therapeutic effect and a shocking or jolting sensation. The stimulation caused the patient to feel constipation so he turns it down at night. The patient was at home. Further information is being requested from a hcp.

Manufacturer narrative:
(B)(4).